Event description:
It was reported that the ventilator generated two technical error codes, indicating a control pcb error and an internal memory error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated two technical error codes, indicating a control printed circuit board error and an internal memory error. The ventilator was investigated by our field service engineer (fse). According to provided information the issue was resolved by replacing the control printed circuit board according to the recommendations in the service manual but not returned for investigation. No logs were received. After replacing the control printed circuit board, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).